Event description:
Refer to H11 for Follow-Up information.

Manufacturer narrative:
A REVIEW OF THE CUSTOMER PROVIDED IMAGE WAS PERFORMED BY AN INTUITIVE SURGICAL, INC. (ISI) FAILURE ANALYSIS ENGINEER (FAE) AND THE FOLLOWING ADDITIONAL INFORMATION WAS PROVIDED: THE INSTRUMENT WAS NOT IN FOCUS IN THE PROVIDED IMAGES, BUT IT APPEARED THAT THERE MAY BE THERMAL DAMAGE ON THE OUTER SURFACE OF ONE YAW PULLEY, WHICH GIVES THE APPEARANCE OF MISSING MATERIAL. THE INSTRUMENT INVOLVED IN THIS COMPLAINT HAS NOT BEEN RECEIVED AND/OR TESTED BY FAILURE ANALYSIS AS OF THE DATE OF THIS REPORT. IF THE PRODUCT IS RECEIVED AND EVALUATED, A SUPPLEMENTAL MDR WILL BE SUBMITTED.

Event description:
IT WAS REPORTED THAT PRIOR TO THE START OF A DA VINCI-ASSISTED SURGICAL PROCEDURE, THE TIP OF THE MARYLAND BIPOLAR FORCEPS INSTRUMENT WAS OBSERVED TO BE CHIPPED OFF. THERE WAS NO REPORTED INJURY.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) received the da Vinci product to perform failure analysis. The Maryland Bipolar Forceps instrument was analyzed and found to have thermal damage. The instrument had charring and localized melting on the outer surface of one yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The complaint was confirmed by failure analysis.